Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been in contact with the clinic to improve his speech understanding and get rid of facial nerve stimulation. Programming adjustments were made, resulting in slight improvements but not to the user's satisfaction.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the lack of benefit was most likely caused by a partial migration of the electrode out of cochlea. The reported facial nerve stimulation was likely caused by extra-cochlear stimulation in the middle ear and was resolved after deactivating extra-cochlear channels. This is a final report.

Event description:
The user has been in contact with the clinic to improve his speech understanding and get rid of facial nerve stimulation. Programming adjustments were made, resulting in slight improvements but not to the user_s satisfaction. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the lack of benefit was most likely caused by a partial migration of the electrode out of cochlea. The reported facial nerve stimulation was likely caused by extra-cochlear stimulation in the middle ear and was resolved after deactivating extra-cochlear channels. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has been in contact with the clinic to improve his speech understanding and get rid of facial nerve stimulation. Programming adjustments were made, resulting in slight improvements but not to the user_s satisfaction.